Event description:
It was reported that the customer's insulin pump began to alarm after it fell into a pond and got wet and the numbers began to ramp up on their own. A self-test was performed and passed. The customer's blood glucose was 180 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Later, the customer began to receive a button error alarm. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly was noted. It was not possible to verify the specified alarm, due to no button response. The insulin pump had moisture damage on electronics. Pump received with minor scratcheddisplay window, cracked display window corners, broken battery tubethreads, cracked reservoir tube lip, cracked reservoir tube and crackedreservoir tube window.(B)(4)